Event description:
On (B)(6), the patient reported that buttons were not activating desired pump functions. A few days ago the up arrow and ok buttons were hard to press then there would be a delay before they activated pump functions. Sometimes she would barely touch them and they would cause highlights to scroll. The down arrow button was also not responding appropriately but not as badly as the other buttons. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/11/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. All the keypad buttons were appropriately responsive when pressed. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and contrast buttons.